Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to pain and metallosis. Additional information: right hip.

Manufacturer narrative:
Additional information received on 01/14/2021 please void the following initial and final report MFR report# 3010536692-2020-00109. Since the additional information has determined that this component did not contribute to the incident originally reported.